Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-13: it was reported that there were multiple issues concerning an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg). Upon receiving the equipment, the patient attempted to recharge the neurostimulator but encountered a message to reposition the antenna. Additionally, the implantable neurostimulator was in a possible over-discharge state, and the implant battery was nearing the end of its service life. The issue remained unresolved. 2025-feb-11: additional information was received from the patient. It was reported that the battery was dead and would not charge anymore. A stimulator replacement was planned.